Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not performed. The device was returned for analysis.